Manufacturer narrative:
Patient info requested however, account does not collect this information. Date of event not provided on may 5th field service engineer performed system check for abnormalities of laser. No issues were found with laser, all calibrations and verifications are in specifications. Site was experiencing humidity issues and noticed that above patient chair the heating and air are blowing air down on patient potentially. Site was informed of issue and will address and move to another area to the room. On may 30th fse visited the site and performed checklist to verify function of equipment. No issues found at arrival. All calibrations and verifications are in spec. System is at 2.12 laser variation. System is operational for use. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had photorefractive keratectomy on (B)(6) 2022 on and presented post treatment with overcorrection in the left eye. Patient had loss of best corrected visual acuity equal to 2 lines. Pre op manifest refraction (mr) was -7.00-0.75 x 155. Best corrected visual acuity (bcva) was 20/20. Post treatment mr +1.25 -0.25 x 40, bcva 20/30.